Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances measuring 125 ohms. Technical services recommended further testing when impedances are 145 ohms and to consider a commanded shock. At this time, the lead remains in service. No adverse patient effects were reported.